Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends root cause: insufficient information. Source: phone.

Event description:
Reported 1 false positive sofia 2 sars result on an asymptomatic individual (off label use). The customer communicated the result was confirmed negative by pcr testing.